Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: left side- 4 coils visible after placement, unable to identified right tube quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: medical record received : previously reported event "injury to herself" updated to "female pelvic pain", event dysmenorrhea and menorrhagia added. Reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.